Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in right eye at 2 days post treatment. Abrasion was located in the inferior temporal area about 3mm x 1.5mm size. Bandage contact lens inserted. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of burning sensation. Patient reported symptoms are not interfering with daily activities. Patient did not return to the scheduled follow up appointment one week after abrasion was discovered. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.50 x -1.25 x 90; left eye pre-op 20/20 -2.75 x -1.25 x 145.